Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The ccc reviewed the data that was provided. The ccc found multiple level 2 sample detect false transition errors at the time of aliquot created for the sample. The ccc also noticed a clog detect within the same hour of the sampling. A review of the quality control (qc) shows that it was in range. Service was not dispatched for this event. The customer cleaned the aliquot probe. The customer then drained and re-seated the level sense cable. The instrument is fully functional after troubleshooting. The cause of the discordant, falsely depressed calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium result was obtained on a patient sample on a dimension vista 500 instrument. The initial result was not reported out to the physician(s). The same sample was repeated on the same instrument, resulting higher. The repeat result was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed calcium result.